Event description:
It was reported the patient¿s implant was not ¿really helping.¿ it was stated that ¿it kept turning off¿ and it was unknown why. It was added that the programmer was ¿not working.¿ the programmer would not turn on and there was sometimes a blank screen. The issues with the programmer began about a year prior. About a week later, it was indicated that the implantable neurostimulator (ins) and programmer were not communicating. A ¿call your doctor¿ icon with a 505 error code was seen on the patient programmer. The patient would turn the implant on and it would ¿go off¿ the last few times they had met with their healthcare provider (hcp). It was noted the patient was not feeling stimulation and had last felt stimulation in (B)(6) 2013 when they saw the hcp. The patient was not receiving benefit from the device. It was stated that ¿it had been going on/off for over a year.¿ additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# v399283, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).